Event description:
It was reported that the patient's device was explanted due to cellulitis. The generator's manufacturing history records were reviewed and the device was found to have been sterilized. No additional information has been received to date.